Manufacturer narrative:
Motor error alarmed during basic occlusion test and unable to prime during prime/compromised force sensor system alarm test due to loose/protruded drive support disk. No compromised force sensor system alarms noted. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 5.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.